Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device discarded by hospital.

Event description:
It was reported that while using the twinfix set, a 1mm x 160mm k-wire broke in the patients wrist. It was reported that the surgeon attempted to remove the broken portion but was unable to retrieve it. A 30mm fragment remains in the patient. Surgical delay of 45 minutes was noted.